Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was discovered in the logs. The sensor interface board and harness were replaced. The unit was returned to service. Customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate in volume mode. There was no report of patient injury.